Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.

Event description:
The nurse from surgical care customer support reported a patient that had his first unilateral injection in the orthovisc series in his right knee on (B)(6) 2013. The next day he had an elevated blood pressure and pulse. On (B)(6) 2013 he went to the emergency room and was admitted and discharged after one night with the medications metaprolol and lisinopril to control his blood pressure. The nurse reported that the patient did not experience any other side effects.